Event description:
It was reported that, a 840 ventilator had a o2 sensor that was faulty. Patient involvement is unknown. A non- covidien service provider inspected the device. The service provider replaced the breath delivery (bd) central processing unit (cpu).